Manufacturer narrative:
Section a6: unknown/ not provided. Asku. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3- no: the device was not returned for evaluation, as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was implanted in the patient's right eye. Following insertion of lens, the surgeon reported to the operating room (or) staff that there was some "black stringy material" on the implant. The surgeon was able to irrigate the material off of the implant and out of the eye. The surgeon chose to leave the implant in place. No incision enlargement, vitrectomy, or sutures performed. No other surgical/medical interventions in the future. It was noted that post-op patient was 20/40 at one day post op appointment. Follow up will be done soon. It was learned that there was a planned irrigation and aspiration of the foreign material. Normal routine cataract procedure occurred. However, the foreign material will not be sent back for evaluation. The patient is doing well, there are no issues. No other information was provided.